Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out of skin and closing failed. There were no reports of patient injury. The plug was enclosed in a gauze and the device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) came out of skin and closing failed. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation, however, the plug in gauze was not received. Visual inspection showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned and was inserted in the received unit. The indicator window was found in the black/white and red position. No additional anomalies were observed during this visual inspection. A high-magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed to be reported. The reported event of plug inaccurate placement was not observed through analysis of the returned device due to the nature of the complaint and since the plug was not received. There were no anomalies to the internal mechanis. The exact cause of the event could not be determined. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.